Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reev2189 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported the sherlock wire broke off in the patient when removing from PICC. Additional information received 11/03/2020: per progress notes by vat rn: ¿vat consulted for PICC placement. Can only use right arm due to patient's left arm flaccid. Right basilic vein accessed and needled visualized in the vein. Introducer inserted. Blood return present. When attempting to insert PICC, PICC met resistance. Unable to advance PICC more than 28cm. Aborted procedure. When removing PICC with ECG/guide wire, noticed the wire tip was not intact. Removed introducer and held pressure for 10 min. Hemostasis achieved. Guaze and tegaderm applied. Patient made aware of unable to insert PICC. Primary rn updated. Called dr. And notified her. Chest xray ordered.¿

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged stylet was confirmed; however, the root cause was not identified. The product returned for evaluation was one photograph depicting a 3cg stylet. The depicted stylet exhibited a complete break within the polyimide region. One of the magnets was visible outside of the tubing. Possible usage residues were observed on the stylet. The stylet terminated distal of the handle assembly. Several bends/kinks were observed along the length of the polyimide tubing. While stylet damage was clearly visible in the submitted photograph, inspection of the photograph was insufficient to identify the cause of the damage. Consequently this complaint is confirmed as ¿cause unknown¿ at this time. Potential contributing factors include stylet kinking and tensile (pulling) stress.

Event description:
It was reported the sherlock wire broke off in the patient when removing from PICC. Additional information received 11/03/2020: per progress notes by vat rn: ¿vat consulted for PICC placement. Can only use right arm due to patient's left arm flaccid. Right basilic vein accessed and needled visualized in the vein. Introducer inserted. Blood return present. When attempting to insert PICC, PICC met resistance. Unable to advance PICC more than 28cm. Aborted procedure. When removing PICC with ECG/guide wire, noticed the wire tip was not intact. Removed introducer and held pressure for 10 min. Hemostasis achieved. Guaze and tegaderm applied. Patient made aware of unable to insert PICC. Primary rn updated. Called dr. And notified her. Chest xray ordered.¿